Manufacturer narrative:
Results: a sample, photo, actual product or lot number was not available for evaluation; therefore, an investigation and/or a device history review could be performed. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect.

Event description:
It was reported that a white substance was found on an unspecified 21 gauge needle. No report of medical intervention or serious injury.